Event description:
It was reported that during an unknown procedure, the device could not be closed as usual. When the surgeon closed it using higher force, the clip of the device was broken. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the (B)(4) device was received with the clamping mechanism damaged and without a reload present. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the channel retainer holding features to the channel were found broken, not allowing the device to properly close. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were noted during the manufacturing process.